Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a detached retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to detached retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, broken reservoir tube lip, cracked battery tube threads, cracked case (battery tube). Detached retainer ring and missing reservoir tube o-ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device returned.